Manufacturer narrative:
This report is submitted on june 1, 2017. Registration number 3009092818.

Event description:
Per the clinic, the patient experienced poor sound quality and headaches with device use; however the issue could not be resolved. Subsequently, on (B)(6) 2017, the patient underwent revision surgery to remove the internal magnet, and place an abutment on the fixture.